Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a hair was observed within the drip chamber of the device. The reported problem was verified. The cause of the problem was due to human error during production. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set contained a strand of hair in its fluid pathway. This was noticed during priming; the strand was identified in the solution that flowed out of the set. There was no patient involvement. No additional information is available.